Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of noise due to suspected electromagnetic interference (emi). No intervention was performed. There were no patient consequences.